Event description:
It was reported, the light emitting diode of the video system center was not working. The issue occurred during inspection for use. There were no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: led not working due to material issues: deterioration. Mechanical problems: stress, deformation, wear, corrosion. Electrical problems: open circuits, short circuits, signal loss, component problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.